Event description:
Follow-up identified the patient is still unable to increase amplitude high enough for the system to provide effective pain relief. Surgical intervention remains pending.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported during the patient's ((B)(6)) implant procedure, the patient was unable to feel stimulation at maximum amplitudes. Diagnostic testing indicated multiple high impedances. The lead was cleaned which resulted in normal impedances; however, the issue of the patient being unable to feel stimulation persisted. The lead remains implanted. Surgical intervention may be taken at a later date to address the issue.